Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted during a colon stenting procedure on (B)(6), 2011. According to the complainant, the patient had a stricture within the descending colon due to colon cancer. The lesion was approximately 3cm in length. During the procedure, the stent system was positioned at the stricture via x-ray guidance. However, upon deploying the stent, the stent "jumped" from the desired location to the upper portion of the stricture. The stent was left implanted within the patient. The procedure was completed with the placement of a second wallflex enteral colonic stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.